Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had felt "really uncomfortable."

Event description:
It was reported the implantable neurostimulator was "pulled out of" its pocket when the patient bent over while on (B)(6) vacation. The patient had a revision the day prior to the date of this report. It was noted the patient was taking pain medication. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v744240, implanted: (B)(6) 2011. Product type: lead: product ID neu_un known_prog, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was ¿possible capsule contraction¿ leading to pulling on the lead. An x-ray taken in (B)(6) showed "lead on stretch without much laxity". The old incision was opened and a new pocket was created for the same implant. That implant was oriented into position on (B)(6) 2013 to minimize pull on implant. It was indicated to have been an out-patient surgery. Patient outcome was reported as a non-serious illness/injury.